Manufacturer narrative:
The instrument produced a high number of pre-analytical sample handling alarms. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for afp on a cobas 6000 e 601 module. The initial result was >1210 ng/ml. This result was reported outside of the laboratory. The repeat results were 4.90 ng/ml and 4.98 ng/ml. The afp reagent lot number and expiration date were not provided.

Manufacturer narrative:
Na.